Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with her one touch ultrasmart meter testing in settings mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The alleged issue began the evening of (B)(6) 2013. The patient manages her diabetes with oral medication (glucophage & glimepiride, 2x a day), diet, and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, one week after the alleged issue occurred, she developed symptoms of ¿dizzy, tired, thirsty, frequent urination¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.